Event description:
It was reported that (1) device was used during a laparoscopic low anterior resection. It was reported by the affiliate that the atb45 staples malformed on rectum. The articulating lever, of the same device, broke as firing. Another device was used to complete the case. There was no consequence to the patient.